Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific issue. Persistent mitral regurgitation and tissue damage are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported incomplete coaptation (postprocedure) was due to challenging anatomy and procedural conditions. The reported mitral valve insufficiency/mitral regurgitation (mr) (recurrent mr) was a result of the reported single leaflet device attachment (slda) as the mr returned after the slda occurred. The reported unspecified tissue injury was likely related to the challenging anatomy and procedural conditions as both leaflets were noted to have torn after the clip was implanted. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed for single leaflet device attachment (slda) and leaflet tear. It was reported that this was a mitraclip procedure performed on (B)(6) 2021, treating degenerative mitral regurgitation (mr) with a grade of 4. The patient anatomy included a dilated heart and posterior flail, as well as fluid overload. Two xtw mitraclips were implanted and the mr was reduced to grade 2. On (B)(6) 2021, a single leaflet device attachment (slda) of both clips was noted. The mr had increased. Leaflet tears were noted on both the anterior leaflet and the posterior leaflet, and one clip had detached from the anterior leaflet and the other from the posterior leaflet. It is not known if an additional mitraclip procedure will be performed. The patient is scheduled to undergo an intra-aortic balloon pump implant, which was deemed as unrelated to the implanted mitraclips. No additional information was provided.